Manufacturer narrative:
Analysis of the tined lead (va0qq09) found that the lead body was stretched. The returned lead was attached to a known good screening cable. The distal end of the lead was placed into a 0.9% saline solution. Using a clinician programmer to communicate to the ens that was connected to the screening cable, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had symptom return and was feeling stimulation uncomfortably in the anus. The patient had a successful basic evaluation and then the patient stated that the implant didn't work. The hcp made several attempts to change programs and make reasonable adjustments to the system, but the patient's symptoms didn't get any better. A lead revision was performed on (B)(6) 2015 to address a possible issue with the lead. It was found that the lead was placed in s4. The battery also showed impedances on several electrodes with the old lead, as well as the new lead. A new lead and battery were implanted in the patient. It was unknown if the issue was resolved and the patient was alive with no injury. The lead and implantable neurostimulator (ins) would be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report #3004209178-2015-25287 for the patient's ins being replaced due to high impedances.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.